Manufacturer narrative:
No product will be returned per customer. The customer complaint of set cracked was confirmed per picture provided that the pvc tubing was separated from the lower fitment. It was also observed that the slide clamp was missing from the lower fitment assembly. The root cause of this failure was not identified.

Event description:
The customer reported the set was attached to a patient and cracked while the pump module was being set up. There was no report of patient harm.